Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: within the preventive maintenance program, the system was regularly serviced (prior and after surgery) and was successfully verified atone months after the treatment day. The system met specifications as pe service installation record. Logfile review for the day of treatment shows all system functions were within specifications for the respective treatment day. The laser was started, and the energy-check was started only allowing for a warm-up time of fourteen minutes. The system successfully passed all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check and eye tracker test without any issue. The logfile shows eight successfully performed treatments on that day. The reported treatment could be identified in the logfile. The user performed an energy check for the whole day. However, it is recommended, that an energy check is performed before each treatment. During the preparation of the treatment the warning message ¿patient bed position does not match with selected eye!¿ appeared. It is not possible to see whether the user has corrected the patient bed position or not in logfile. The logfile shows that the reported treatment right was performed successfully. Review of the logfiles for the treatment day does not show any other relevant warning or error messages. The root cause could not be identified during logfile review. Post-op topographies and additional clinical data have been requested, but could not be provided. No technical root cause was identified as the product was found to be within specifications. Without additional information root cause cannot be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced overcorrection with stream light procedure after surgery in the right eye. The postoperative spherical equivalent is more than two diopters. There are multiple related reports for this event. This report addresses the patient's initials e.m.m right eye and other manufacturer reports will be filed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).